Event description:
It was reported that the patient needed an MRI because, they had an infection. The patient was not sure where the infection was coming from. The patient thought it was from when the device was put in. They had a culture done and the infection was in the area of their lower back, l4, l5, or l6. The patient wasn¿t sure when the infection started.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).